Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, decrease blood supply, discoloration, pain and sensation of something stuck in nose and pustules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin discoloration, impaired vascular system (circulation), ill-defined complaint, pain and skin inflammation: contra-indications ¿ do not inject into the blood vessels (intravascular). Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. . These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site. ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ any other undesirable side effects associated with injection of juvéderm ultra plus¿ xc must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the nose. Prior to the injection, the patient was pre-treated with emla. After the injection, the patient immediately developed blanching on the nose and was massaged. Patient had physical extrusion of fillers and "finds blanching decrease blood supply improved. Patient left the clinic and could not stay for further evaluation. On the next day, the patient texted the clinic noting discoloration of the nose, pain and a sensation that "something stuck in nose." Patient returned to the clinic and was treated with hylase, augmentin and steroids. Patient returned to the clinic again the next day and had started to develop pustules on the nose. Symptoms are ongoing.